Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 4.00x32 mm synergy¿ dug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent got caught with the calcification and it got lifted. The procedure was completed with another synergy stent. No patient complications were reported.